Event description:
It was reported that the head of the reamer broke during the operation and remained in the tibia. Reamer was removed from the patient, but caused a dangerous situation.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the head of the reamer broke during the operation and remained in the tibia. Reamer was removed from the patient, but caused a dangerous situation.

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the return reamer head is in a very bad condition, and is no longer usable. All 4 cutting edges are completely dull. Some sections of the cutting edges show brows, from running the reamer head backwards, also the edge between flute and land got damaged from running backwards. The recess of the reamer head is badly damaged from use, as it showing dents and deformations. Even though the part was returned in one piece, it unfortunately does not show a lot number and the customer did not provide us with a lot number. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a use related issue. If more information is provided, the case will be reassessed.